Manufacturer narrative:
(B)(4).

Event description:
It was reported that after successfully connecting the lead to df-1 port, the set screw was disconnected to be cleaned and when attempting to re-connect, there was a set screw issue. The lead could not be connected completely to the ICD. The device therapy was programmed to rv-can only. The patient was in stable condition post-procedure.